Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Mechanical interaction with blood (hematuria / hemolysis): after implant, pfhb 225 with very red urine. Positioning was unable to be fully determined due to difficulty obtaining a transthoracic echocardiogram. P level turned down and issue resolved within 24 hours and remained resolved for the remainder of the case despite increasing the p-level. Data logs were not recovered. The cause of the mechanical interaction with blood was not determined due to no product returned, no data logs recovered, and insufficient clinical details. Patient codes (arrhythmia) - the root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
The user facility reported that the patient encountered arrhythmia and hematuria during impella cp support. It was reported that on the day of explant, patient had very red urine for pfhb (plasma free hemoglobin) that was 225. Additionally, the next day patient had torsade's and sustained ventricular tachycardia (vt's) over night. Amiodarone was given to the patient as a result. A few days later, patient experience ventricular ectopy's with loss of consciousness and amiodarone was increased subsequently.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6: added codes based on information in the complaint file.